Event description:
Patient had port placed for chemotherapy on (B)(6) 2024. (B)(6) 2024 infusion registered nurse unable to access port, patient reported soreness around port and right neck swelling. (B)(6) patient sent to interventional radiology for portogram. Port is flipped and right internal jugular clot noted. (B)(6) 2024 malfunctioning port removed, and new port placed. This patient should be followed as another vortex port has been placed. Only ports available in the system.